Event description:
Pt presented with a stretch deficit due to arthrofibrosis. Revision surgery is planned to exchange the poly inserts.

Manufacturer narrative:
Review of the device history record indicates that the device was manufactured to specification.